Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer multiple times to get further information regarding the mentioned biometric identification (ID) issue for troubleshooting but didn't receive any. So tss proceeded to close the case considering as self-resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed and required to reboot the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.